Event description:
It was reported that during testing at the user facility the device stayed on when the footswitch was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.